Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. The manufacturer is in the process of contacting the physician to obtain further information on this event and if the device has been explanted to date. Not yet determined if device available.

Event description:
On (B)(6) 2017 the manufacturer received notification from patient tracking of an annuloflex mitral annuloplasty ring that was implanted on (B)(6) 2012 and now will be explanted/replaced by a valve.

Manufacturer narrative:
The manufacturer attempted to follow up with the implanting surgeon but was unable to obtain further information. As the manufacturer was unable to follow up, the device was not returned for analysis and no device investigation can be performed at this time. Based on clinical experience, the explant of an annuloplasty ring and subsequent replacement by a mitral valve prosthesis most commonly indicates explant due to patient conditions, in which the ring ceases to provide adequate repair for the patient, thus requiring a complete valve replacement. As such, no investigation is warranted based on the information available. If additional information is obtained in the future, appropriate investigative actions will be taken.